Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during an initial hip procedure, the tip of the hex driver snapped off and was lodged into the hex hole manhole cover. The surgeon attempted to remove the fractured piece, but it was stuck and laid flush with the shell. The patient retained the foreign body. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h4, h6, h10. The event was confirmed with product received. Upon visual inspection the tip of the device had fractured with the fractured portion not returned. There was no other visible damage to the device DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.